Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that one month and eighteen days post port placement, the patient allegedly experienced redness near the axilla on the port body side and was treated with antibiotics. It was further reported that the huber needle allegedly came out during the infusion and caused subcutaneous leakage. Reportedly, the port system was removed. The current status of the patient is unknown.